Event description:
During testing and repair at the independent repair center, the irc5po2 concentrator was reported to be alarming (red light). This was due to the 4 way valve not shifting which led to the malfunction.